Event description:
A first and second degree burn was found on the skin of the pt on the non-operative site during the procedure from the connection of the light guide lead/breast retractor. Location of the burn is on the right breast.

Manufacturer narrative:
Device has not been returned for evaluation. (B)(4).